Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced cpu circuit board, hard disk controller, and hard drive. Reloaded software. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 2600 intermittently has hard disk problems and fails to properly retrieve images. There was no adverse patient involvement reported. There was no patient information reported.